Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dates-estimated. See attached presentation. Unique device identifier (UDI): in the absence of reported part and lot#, UDI can not be provided. The device was not returned for evaluation. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue. The other adverse events listed are filed under a separate medwatch report number.

Event description:
It was reported through a presentation identifying xience everolimus-eluting metallic stents and drug eluting coronary devices may be related to an acute coronary syndrome including st elevated myocardial infarction (mi) and non-st elevated mi, scaffold thrombosis, repeat revascularizations, re-stenosis, ischemia, cardiac death and non-cardiac death. Specific patient information is documented as unknown. Details are listed in the attached presentation, titled review of the available meta-analyses.